Event description:
The user facility reported that during a diagnostic colonoscopy, the video image had a pink blur on the lens and became completely distorted in which the physician lost visualization. The physician withdrew the endoscope and finished the procedure with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the distortion on the video image with a pink and vertical stream appearing in the video monitor. There was corrosion noted in the electrical connector and burndy contact pins. The endoscope was tested with a temporary electrical connector and the image was still distorted when the device was angulated. The image problem appears to be due to a damaged charge coupler device and fluid invasion. This report is being submitted as an MDR in an abundance of caution.